Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture mechanism did not work was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, the suture mechanism did not work. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.